Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the last time the patient was charging the ins it felt like it turned up to full blast and was zapping him. The patient couldn¿t walk or do anything. When this happened the patient tried to use the patient programmer to turn stimulation down and he saw a message like a lost connection but couldn¿t remember how to describe it. This occurred in the first part of (B)(6) of 2016. The patient had not used or recharged the device since that incident. Poor communication was reported on the patient programmer. The patient was also unable to communicate using the recharger. The patient was redirected to a healthcare professional for a physician recharge mode to address the possible overdischarge and to discuss the zapping issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.